Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert an (B)(6) year old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and synchronized cardioversion testing without duplicating the report. The device was recertified and returned to the customer. The log was not available as part of this investigation. No trend is associated with reports of this type.